Event description:
As reported, upon opening the 3dmax light mesh, a tear was noted in the edge seal. It was reported that the mesh was not used on the patient; the procedure was completed using another device. There was no reported patient injury. As reported, there was no damage to the package noted prior to opening.

Manufacturer narrative:
As reported, the 3dmax light mesh edge was noted to be torn upon opening the package. Based on the information available, no conclusions can be made. The sample has not been returned for evaluation. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in (B)(6) 2022. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Based on the visual and manufacturing process evaluation performed, the crack/tear in the edge seal of the mesh condition may have originated at manufacturing area during mesh trim mesh to size manufacturing process. Condition could be caused by mishandling of the device by the operator after performing the inspection process. Awareness notification was provided to all appropriate manufacturing personnel.

Manufacturer narrative:
As reported, the 3dmax light mesh edge was noted to be torn upon opening the package. Based on the information available, no conclusions can be made. The sample has not been returned for evaluation. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in october 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, upon opening the 3dmax light mesh, a tear was noted in the edge seal. It was reported that the mesh was not used on the patient; the procedure was completed using another device. There was no reported patient injury. As reported, there was no damage to the package noted prior to opening.